Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2018 the user was no longer able to hear with the device. Re-implantation has been suggested.

Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation has been suggested but no date has been confirmed. This is a final report.

Event description:
In (B)(6) 2018 the user was no longer able to hear with the device. Re-implantation has been suggested but no date has been confirmed.